Event description:
The customer reported via phone call that the insulin pump alarmed button error and that he experienced high blood glucose. The customer's blood glucose was 390 mg/dl. The customer's father that the customer had been having a stressful day and that this may have contributed to high blood glucose. The customer noted that while riding in a cab, he may have pressed on the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer stated that he would work on getting a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. He declined to troubleshoot for the high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.